Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, the left ventricular (lv) lead exhibited failure to capture was noted. The physician elected to reposition the lead, however, the guidewire failed to advance through the lead. The physician completed the procedure with a different lead. The chronic lv lead was explanted. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, the left ventricular (lv) lead exhibited failure to capture was noted. The physician elected to reposition the lead, however, the guidewire failed to advance through the lead. The physician completed the procedure with a different lead. The chronic lv lead was capped and replaced on (B)(6) 2025. The patient condition was stable before, during, and after the procedure.